Event description:
Reportedly, during an implantation procedure, there was no signal, only noise. At this moment, the helix lead was extended and only noise was observed despite the utilization of another psa cable.

Manufacturer narrative:
Investigation summary: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The resistance measurement between the distal and proximal electrodes (ring and tip), did not reveal any evidence of insulation breaches or internal short circuit that could be related to the reported electrical issue. All other electrical, mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process. It should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. A lead issue is not suspected to be related to the reported problem.

Event description:
Reportedly, during an implantation procedure, there was no signal, only noise. At this moment, the helix lead was extended and only noise was observed despite the utilization of another psa cable.